Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a female patient who received super poligrip original denture adhesive cream over a period of 20 years for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip (dental). At an unknown time after starting super poligrip, the patient experienced neuropathy. This case was assessed as medically serious by MFR. Treatment with super poligrip was continued. At the time of reporting, the event was unresolved. Super poligrip is manufactured in another country. The lot number for this product is available; however it is unknown whether the product will be returned for quality assured testing.